Event description:
This is filed to report the clip failed to establish final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa) the clip opened more than 5 degrees. The clip was open to an angle of 20 degrees before opening and open to 20 degrees after failing efaa. Efaa was repeated and failed again; therefore, the cds was removed. Post procedure the first clip was tested outside of the anatomy and did not fail efaa. There was no clinically significant delay in the procedure and no adverse patient effects. The procedure was completed with implantation of another clip, reducing mr to grade 1. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip opening during establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Na.